Manufacturer narrative:
Investigation summary: on 3/6/2007, the customer reported discrepant hemoglobin (hgb) results recovered from a cell-dyn 3200 analyzer on one pt. The first run was in closed mode, the repeat run was in open mode. There were no flags on the first hgb result and all parameters were higher on the repeat run in open mode. Initial result was sent over to lab info sys (lis) but, then rechecked. Lis result was deleted, reordered and repeated. Lab process: normally samples are collected, run the same day and reported out to the office the following day. Therefore, the initial result had not been reported out. The corrected result was reported to the physician. No impact to pt mgmt. No info was available on how the specimen was handled or the condition of the sample. Lab normally has samples at room temperature and are placed on a rocker before loading onto closed sampler. When the sample was located, the tube was nearly empty, due to repeated testing. Specimen integrity and specimen volume at the time of testing could not be determined. The staff at the customer site was made aware of the incident and alerted to look for clots and check sample volume prior to testing. The customer cleaned the closed mode needle and back-flushed the line, used enzymatic cleaner and ran precision in closed mode. The initial precision runs had sample errors as the volume was too low. When re-run, the precision was within spec. Controls for each shift were in range. Maintenance log showed no short sample errors during the time of the problem run. The field svc rep (fsr) visited 3/8/07 and checked the fluid movement, valves, fittings and tubings which were cleaned and flushed. The sample loader vent needle was cleaned and found to be acceptable. Instrument operation was verified and controls were run and passed. The issue could not be duplicated, and the cause is unk. Review of cell-dyn 3200 sys operator's manual, 06h60-01, rev m found no info related to this issue. A review of complaint reports, for the period september 2006 through february 2007, did not indicate any adverse trend for cell-dyn 3200, list 04h60-01 on issues with discrepant hgb results. This is the final report. End of report.

Event description:
The customer states that a pt specimen tested in closed mode of operation on the cell-dyn 3200 sl analyzer generated low hematology results. The specimen was retested in open mode of operation, obtaining higher results. Initial results: wbc=5.21 k/ul, rbc=2.21 m/ul, hgb=7.35 g/dl, hct=21.2%, plt = 101 k/ul. Repeat results: wbc= 6.42 k/ul, rbc=4.76 m/ul, hgb=14.8 g/dl, hct= 45.7%, plt=226 k/ul. The initial results were reported to the lab info sys, but not reported out to the physician's office. Corrected results were sent. No impact to pt mgmt was reported.